Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient has two systems implanted. The patient does not use one anymore, and she uses the other one for both of her feet. Both batteries are over discharged. The battery being worked with is the one located on the patient¿s right hip/buttocks area. The patient indicated that both batteries had been off for about two years. Previous records indicate that this is not the first time that her battery/batteries have been dead. The manufacturer representative was starting a physician mode restart at the time of the report. No surgical intervention was planned or performed at the time of the report. Additional information received from the manufacturing representative (rep) indicated that the patient was unable to stay for the full physician mode reset (pmr). The patient indicated that they would contact a rep to follow-up but has not done so yet. The rep stated that due to the patient not following up, they have no further information to report at this time. Additional information was reported that the patient had her battery for foot pain replaced today. The patient's impedances show contacts 2, 3, 4, 7, 8, 9, 10, 14, and 15 are all red and listed as do not use. The lead was not replaced, the battery was only replaced. Post op, the rep was able to achieve desired stimulation in both right and left feet by using existing contacts available. Because the old battery was discharged, the patient has not had stimulation for a long time. The patient will try new setting and let the manufacturer representative (rep) know at their post op appointment whether or not it is helping with their pain. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the removed ins was disposed by the facility. The cause of the impedance issue was not determine and no actions were taken to resolve it. It was unknown if the impedances resolved, but the patient was seen on 10/31 for a post op visit and said things were going well with great coverage and relief. No further complications were reported.